Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic due to their pacemaker (pm) causing muscle stimulation. Interrogation showed the patient¿s pm was inappropriately in backup mode. The pm was restored to its previous settings. The patient was stable throughout.